Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the pt had undergone generator replacement surgery approximately 2 weeks prior due to high lead impedance reading, but that the high lead impendance condition was resolved with generator replacement surgery. The pt had reportedly "played" with the generator through the skin prior to generator replacement and the pt's family member felt that the pt may have damaged the device; therefore, the pt was seen by neurologist for device testing where the high lead impedance was first noted. X-rays reviewed by neurologist did not identify any obvious discontinuities with the vns therapy system. The day after the high impedance reading was first obtained, the pt experienced their first seizure in nearly two years, so the neurologist decided that the pt should undergo vns therapy system replacement. The pt later underwent lead replacement surgery. At the time of the surgery, device diagnostic testing with the pt sitting resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt was then anesthesized and their head was positioned to the right. Device diagnostic testing performed with the pt's head positioned to the right was within normal limits. The bipolar lead was then carefully dissected from the vagus nerve and excised and a new lead was placed. Subsequent device diagnostic testing with the pt's head in multiple positions were all within normal limits, indicating that the device was functioning properly. Lead/generator connection problem or lead break is suspected. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.